Event description:
The customer was reported that she did not feel well. The customer stated that she has difficult breathing. The blood glucose reading was 67 mg/dl. The customer stated that she delivered 16 units of insulin. The customer did complain of having stomach pains. The paramedics were called and treated the customer. However, two days later, the customer called back and stated that the paramedics did not treat her and only tested her blood glucose. Troubleshooting was performed. Found that the time and date of the insulin pump were incorrect, and the basal rates were not in the device because the batteries were removed of the device for several days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.